Manufacturer narrative:
This follow-up is being submitted to relay additional information. The device was not returned for further examination. Visual examination of the product cannot be done as the fractured product was not returned. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, it states that breakage can occur if the instruments are subjected to high loads or impactions. However, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported a articular surface provisional fractured. No adverse events have been reported as a result of the malfunction.